Manufacturer narrative:
Product is not expected to return as it remains in service. (B)(4).

Event description:
It was reported that this implantable pacemaker was explanted due to unknown reasons. The patient underwent surgical intervention to replace the device. No additional adverse patient effects were reported. At this time, it is unknown whether our devices caused or contributed to the need of surgical intervention. This pacemaker was in service for 8 years and the minimum longevity expected for this pacemaker is 5.5 years. The device is not expected to return.

Manufacturer narrative:
Product is not expected to return. Patient code 3191 captures the reportable event of surgery. Subsequently, the device was explanted and returned. This emdr was filled to provide device evaluation results and to correct fields h10: "additional MFR narrative" and field g2: "report source". The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable pacemaker was explanted due to unknown reasons. The patient underwent surgical intervention to replace the device. No additional adverse patient effects were reported. At this time, it is unknown whether our devices caused or contributed to the need of surgical intervention. This pacemaker was in service for 8 years and the minimum longevity expected for this pacemaker is 5.5 years. The device was returned and analyzed.